Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure, mechanical jam and audible noise were unable to be replicated in a testing environment due to the condition of the returned device. The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (bent hypotube, multiple stent sheath kinks, kinked outer member) resulting in preventing the shaft lumens from moving freely; thus resulting in the reported audible thumbwheel noise/mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted damaged thumbwheel teeth. During removal of the device manipulation of the compromised device resulted in the reported tip material separation. The reported difficulties possibly caused/contributed to the reported vascular dissection however conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the tip of the the 8x150mm absolute pro ll self expanding stent system (sess) separated after removal of the sess.no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that the procedure was to treat lesion in the right common iliac artery with heavy tortuosity. After pre-dilatation, the 8x150mm absolute pro ll self expanding stent system (sess) was advanced to the target lesion and the safety lock was unlocked and the thumbwheel was rotated; however, the thumbwheel rotation became resistance after the stent was deployed for 3cm. Force was applied and the thumbwheel made a sound [kakaka] and the stent failed to release any further. The handle of the sess was opened to attempt to release the stent, but the stent would not release any further. Therefore, a 14 fr sheath and a snare device were used to remove the sess. A dissection occurred during removal of the sess. Another absolute pro ll stent and an abs pro stent were used for treatment, which resulted in a delayed procedure time. There was no adverse patient sequela. No additional information was provided.